Event description:
It was reported that the device was "cold" as it had been in the representatives trunk; battery voltage 2.65, 1700 ohms. Also, the device had a noted power on reset, it was placed in the blanket warmer for 20 minutes, then rechecked and found to have 2.65 volts. A new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.